Event description:
The facility rep reported a device with a condition of "failed to alarm during the speaker test." This condition occurred before use. There was no pt injury or medical intervention necessary according to the hospital rep. This device utilizes user interface module master software version 5.09.90 that is categorized as colleague 2006. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available.